Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device's pressure value was incorrect. The device's machine flow sensor was replaced to address the issue. There was an evidence of dust and dirt contamination.